Manufacturer narrative:
Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Sent email requesting clarification: procedure name. Was any piece of the needle retained in the patient? If yes, what tissue structure is the needle located? What tissue was being approximated/ sutured when the needle broke? Was more than half of the needle piece retained in the patient? What part of needle was the breakage noticed (i.e. Swage, central portion of needle, tip of needle)? Does the surgeon plan to return the patient for needle removal in the future? Were any measures were taken to retrieve the broken piece? If yes, please specify what was done? Has there been any medical or surgical intervention performed? What is the surgeon opinion of the patient condition due to needle retained in tissue? Patient demographics: initials/ID; age or date of birth; bmi; gender. Patient pre-existing medical conditions. What is the current condition of the patient? Updated complaint form is not relevant to this complaint . Please advise.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Procedure name. Was any piece of the needle retained in the patient? If yes, what tissue structure is the needle located? What tissue was being approximated/ sutured when the needle broke? Was more than half of the needle piece retained in the patient? What part of needle was the breakage noticed (i.e. Swage, central portion of needle, tip of needle)? Does the surgeon plan to return the patient for needle removal in the future? Were any measures were taken to retrieve the broken piece? If yes, please specify what was done? Has there been any medical or surgical intervention performed? What is the surgeon opinion of the patient condition due to needle retained in tissue? Patient demographics: initials/ID; age or date of birth; bmi; gender. Patient pre-existing medical conditions. What is the current condition of the patient? Do you have the needle or other portion of the needle for return and evaluation? Updated complaint form is not relevant to this complaint . Please advise. Additional information was requested and the following was obtained: procedure name? Internal organ. It was not informed the surgery name. Will any actual or representative sample be returned for evaluation? Yes.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2017 and the suture was used. During the procedure, the needle broke inside the patient and remaining in the cavity /internal organ. Another like device was used to complete the procedure. There were no reported patient consequences. Additional information has been requested.

Manufacturer narrative:
(B)(4). The suture was examined for visual inspection and the suture was broken, probably by a use a surgical instrument, an there was blood stains along of strand. Additionally, the suture was functionally tested for diameter, knot tensill. The results met the specifications. The length test was below the specification, but it was received just a broken suture piece measuring 16.9cm. The thread was still attached to the needle, but the needle was broken, several marks of instrument were found especially at the needle swaging area (barrel) which indicates that the needle was handled there. Furthermore the appearance of the fracture shows that the material was overstressed during use.the needle was functionally tested for diameter and flattening and all results performed met requirements. The sample condition, it was suggests an improper handling. IFU: ¿to avoid damaging needle points and swage areas grasp the needle in area one-third (1/3) to one half (1/2) of the distance from the swaged end to the point. Reshaping needles may cause them to lose strength and be less resistant to bending and breaking. Users should exercise caution when handling surgical needles to avoid inadvertent needle sticks¿.